Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a cracked display. Multiple high-pressure alarms were found in the event history log. Functional testing was unable to duplicate the reported problem; however, the issue was verified in the ehl. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited multiple pressure alarms. There was unknown patient involvement.